Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached evaluation report.

Event description:
The physician reported an increase to the threshold values associated to the subject lead soon after implantation. An x-ray examination revealed that the lead body had "pulled up" and it had less curvature. The associated pacemaker was re-programmed to compensate for the issue, and the subject lead was left implanted.